Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. Insulin delivery was resumed after each alarm. The customer's blood glucose (bg) level was 310 mg/dl and an insulin injection was used to address the bg level. The customer then changed the supplies on the pump. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.